Event description:
It was reported that an ilet user experienced hyperglycemia with the device displaying a high glucose alert, which was confirmed by a fingerstick; glucose rose after a meal that was announced, and a full supply change was performed with a new 6 mm, 23-inch infusion set placed and insulin delivery resumed. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term health impact. Investigation included troubleshooting and user education, including confirmation of the alert, verification by fingerstick, and a complete supply change. Investigation of this case revealed no abnormal findings at the new infusion site and no additional device alerts beyond high glucose, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.